Event description:
It was reported that came to the emergency department after having received a shock that was suspected to be inappropriate. The atrial lead was noted to have atrial undersensing during an ongoing episode and the shock was delivered for possible rapid ventricular response. The device was unable to withhold therapy due to the atrial undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.